Manufacturer narrative:
Proposed second level coding - protrusion to capture incidents of a device being visible under the skin. (B)(4).

Event description:
It was reported that the patient had reported lead pulling sensation and neurologist is referring patient for full revision as a result. Patient stated that the wires in their neck were more prominent and swelling was reported. Wire was palpated by physician in lower neck and helical loop as well, suggesting migration. The patient had then stated that they were not feeling the side of effects of vns therapy for 3-4 weeks (from stimulation). Patient usually gets hoarse, patient is also unable to perceive magnet swipes as well. Patient was able to feel stimulation when settings were increased. Diagnostics were seen to be okay. X-rays were reviewed and based on the results there appeared to be a strain relief bend and loop present; however, the loop was not placed per labeling. There was one visualized tie down present however tie downs were not per labeling. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the pain cannot be confirmed; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. Later x-ray were taken in which the physician had noted areas of lead coiling. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
Based on x-ray's received, the physician had attributed the pain the patient was experiencing due to the strain relief of the patient's lead. It was noted that the patient is being replaced and possibility of revision of strain relief which was causing pain. A bulge was also noted to be visible at the neck site as well. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the performance of the device.

Event description:
It was reported that the patient underwent a prophylactic generator replacement. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of vns therapy. No other relevant information has been received to date.